Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2009, the battery voltage with telemetry was 2.72v and the daily measurement was 2.93v.

Event description:
It was reported that the battery voltage was 2.69 v via the programmer, and 2.81 v on a second interrogation. Review of device data showed voltage of 2.93 v. The device remains in use. No patient complications have been reported as a result of this event.